Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System operates as intended.

Event description:
The customer reported the system displayed a corrupted file error and locked up. No pt injury was reported.